Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1259266; medical device expiration date: 2023-01-31; device manufacture date: 2021-09-16; medical device lot #: 0345788; medical device expiration date: v; device manufacture date: 2020-12-10; medical device lot #: 1074769; medical device expiration date: 2022-07-31; device manufacture date: 2021-03-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium heparinn (nh) blood collection tube the stopper popes out of the tube. The following information was provided by the initial reporter. The customer stated: "caps popping off when centrifuging."

Manufacturer narrative:
The initial MDR was a duplicate of MFR report #: 1917413-2022-00398 and is therefore over-reported.

Event description:
It was reported when using the bd vacutainer® sodium heparin (nh) blood collection tube the stopper popes out of the tube. The following information was provided by the initial reporter. The customer stated: "caps popping off when centrifuging."